Event description:
The manufacturer received information alleging an oxygen regulation alarm. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the oxygen regulation alarm was duplicated and a ventilator service required alarm occurred. The ventilator service required code was confirmed in the ventilator's downloaded error log. The device's oxygen blending module sub-assembly was replaced to address the issue.